Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that after starting up the imaging system, it would not boot past the "initializing systems" screen and no connection was being made to the generator. The rep restarted the system which resolved the issue. The system's logs were sent to the manufacturer for analysis. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.